Event description:
Two cordis catheters failed (leaking preventing standard removal procedure). No extra-ordinary stress, 2 different pt's - both from new lot and treated on same location 1 foot from hub.